Manufacturer narrative:
Added information in b7. Based on the data provided from the cobas analyzer (s/n (B)(6) and the investigation performed, a product problem is unlikely. The positive results generated could be the result of sample specific conditions, such as the following or any combination of the following: 1. The customer is using a volume below the recommended volume of 3 ml in which we know that using a lower volume can contribute to insufficient amplification due to the concentration of interferents being increased. 2. Samples are low-level positives and are exhibiting the typical wavering results that can be expected of samples at or near the limit of detection (lod) of a sample along with the differences in technology between thermofisher platform and the cobas® platform. 3. There is some low-level contamination on the instrument or in the lab. The local field agent specialist went on site and performed a decontamination of the instrument and generated 2 successful water runs. It is likely that a contamination event happened which has been resolved. Device code: replaced from false positive result to test result - non reproducible (B)(4).

Manufacturer narrative:
Investigation is ongoing. A follow-up report will be filed upon the completion of the investigation. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. The customer alleged discrepant results generated for the kit cobas 6800/8800 sars-cov-2 192t. Control batch run #(B)(6). A customer from the united states alleged that they received potential false positive results for patients¿ samples when tested with the kit cobas 6800/8800 sars-cov-2 192t. The customer reported that on (B)(6) 2021 that they observed for control batch run #1762 sars-cov-2 positive results for 45 patients¿ samples when analyzed on the cobas® 6800/8800 (sn (B)(4)). The 45 patients¿ same samples were repeat tested analyzed on a different platform the thermofisher 7500 (sn: (B)(4)) that generated sars-cov-2 negative results. Patient sample was collected using nasopharyngeal and oropharyngeal in sterile saline 0.9% - 2ml. This is not a recommended practice for sample collection. As per the method sheet, collect specimen using a sterile flocked swab with a synthetic tip according to applicable manufacturer instructions and/or standard collection technique using 3 ml of viral transport media or sterile 0.9% physiological saline. The customer confirmed there was no allegation of harm to the patient. The negative results were reported out to the patients and/or personnel treating the patients. The investigation to assess the customer allegation has not yet been completed. A batch MDR is being submitted to represent the 45 samples in control batch run #(B)(6). This will represent one event on a single device as per FDA guidance.